Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was confirmed to be caused by a faulty monitor board. The monitor board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to monitor a patient (age & gender unknown), the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.